Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump was unable to exit the preparing to prime loop. Blood glucose level at the time of the incident was not provided. The caller reported having a high blood glucose level earlier in the day, which was treated with manual injection. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.